Event description:
While attempting to defibrillate a pt (age & gender unknown) the multi-function cable caused the associated defibrillator to display a "check leads" message. Complainant indicated that the clinician obtained another multi-function cable to continue treating the pt. Complainant indicated that the pt subsequently expired.